Manufacturer narrative:
The lead remains in service at this time. If additional information is received, this report will be updated.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited gradually increasing shock impedance measurements of approximately 125 ohms. Defibrillation threshold (dft) testing was performed; the patient was successfully converted at 26 joules, and resulted in normal shock impedance measurements. The device was reprogrammed and the patient would continue to be monitored. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received reported that this lead was later surgically abandoned and replaced due to a product performance issue. No additional adverse patient effects were reported.